Manufacturer narrative:
H6: evaluation results: visual inspection of the returned product found one haptic torn off. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. PMA# p990013.

Event description:
It was reported that the surgeon inserted a cq2015 collamer three-piece lens and one haptic tore off. There was no report of any patient injury.